Manufacturer narrative:
The ventilator has an issue with inspiratory pressure measurements; our field service engineer investigated the reported ventilator on site. The inspiratory pressure transducer printed circuit board (pcb) was replaced to resolve the issue and sent back for investigation. The provided logs confirmed issues with pressure measurements during the pre-use check at the date of reported event; it failed the pressure transducer test and the internal leakage test. During monitor pressure transducer test it failed due to an offset out of specification compared to factory default. Investigation inspiratory pressure transducer pcb: the returned pressure transducer circuit board has been tested in a ventilator. The ventilator passed all pre-use checks during the investigation, the sensor was placed in the inspiration channel. Ventilation was run for more than 70 hours without abnormality. The ventilator passed 3 successful pre-use checks after simulated ventilation. The zero-pressure voltage has been measured using a multimeter which showed a correct value. The wheatstone bridge for the pressure sensor has been measured and there was no major drift. The sensor's model was smi. A microscopic investigation showed that the membrane inside the sensor's cavity was clean and without damage. The issue could not be reproduced; hence, no root cause has been established. The pressure, conveyed via the pressure tube connected to the inspiratory pressure transducer pcb, is led to and measured by the differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user during the pre-use check or by generated high priority alarms.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).